Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose values were 42 mg/dl and 34 mg/dl, 30 mg/dl. The customer was treated for low blood glucose with carb intake. The customer was declined to troubleshooting for low blood glucose level. The customer also reported other blood glucose value such as 126 mg/dl. The customer was assisted with auto mode and about carelink. The insulin pump will not be returned for analysis.